Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the lead. R-waves and the pacing lead impedance showed a decrease since implant and the capture threshold had increased. The sensitivity was resolved with programming. The lead will be monitored.